Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient called her to report a leak. The patient reported that the cycler had an error. She discontinued treatment. When she opened the cassette door she found fluid leaking and promptly called the nurse. The set was discarded. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was prescribed prophylactic antibiotic cncef. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.